Event description:
Cut on face by device; I have had a dermawand skin treatment device for several years now. The first one had the bulb pop open when I turned it on so the company replaced it. The second one had the bulb explode while it was at my cheek and it cut my cheek. I contacted the company and they were so attentive, then when I could not find the receipt in spite of the pictures of it being their product and the injury they fluffed me off. They also make it so once you close an email you cannot see a reply. They did not follow through as they agreed. I could have lost my eye. Someone may likely loose or damage their sight or even cut a cranial nerve or artery. They need to take responsibility, I am well off and a highly educated professional. This product is dangerous and the company has no warning that the glass bulb might explode near the face. To date they have done zero to attend to or compensate for the harm it caused me let alone what may have happened. I do not know about their testing. I have a strand of emails and picture of what happened. Dermawand brandstreet marketing. FDA safety report ID# (B)(4).